Event description:
Ongoing track issues with abbott diagnostic accelerator a3600 robotic system. Manufacturer response for electrode, ion specific, potassium, accelerator a3600 (per site reporter) aliquoter: 3 months to resolution july 16, 2021 opened ticket; major problems with cable, software and connector board. Eight tickets were placed; problem escalated to abbot global team resolved end of october 2021. Bc belt: 4 months to resolution july 13, 2021 opened ticket; abbott¿s field service engineer (fse) tighten belt too tight; belt . Gets caught in spur, frays and stops working november 2021 fse is called six times to fix frayed belt; abbott refuses to change belt; belt. Continues to shred and finally burns the motor resolved november 18, 2021 after replacing belt and motor. Decapper: on going; still unresolved after more than 3 months november 4, 2021 decapper taken off line 11/12/21 called tech support for update on parts (o- rings) ordered. No estimated date of arrival provided. 1/2/22 parts were delivered but did not fit per fse. Parts reordered. 2/3/22 parts have not been delivered. No estimated date provided. Central processing has been decapping all samples since november 2021. Takes extra time for samples to be processed.

Event description:
Ongoing track issues with abbott diagnostic accelerator a3600 robotic system. Manufacturer response for electrode, ion specific, potassium, accelerator a3600 (per site reporter). Aliquoter: 3 months to resolution major problems with cable, software and connector board eight tickets were placed; problem escalated to abbot global team resolved end of 2021. Bc belt: 4 months to resolution abbott¿s field service engineer (fse) tighten belt too tight; belt gets caught in spur, frays and stops working. Fse is called six times to fix frayed belt; abbott refuses to change belt; belt continues to shred and finally burns the motor. Resolved 2021 after replacing belt and motor decapper: on going; still unresolved after more than 3 months decapper taken off line. Called tech support for update on parts (o- rings) ordered. No estimated date of arrival provided. Parts were delivered but did not fit per fse. Parts reordered. Parts have not been delivered. No estimated date provided. Central processing has been decapping all samples since november 2021. Takes extra time for samples to be processed.